Event description:
It was reported by the patient that about two and a half weeks ago, the patient noticed a "hollow like space" by the device and that the device seems to have "sunken." The patient also stated there are "nodules that stick up and seem to be worsening." The patient has had a device check done, however, was unable to schedule a magnetic resonance image (MRI) of the breast due to the proximity to the device. Follow-up is in progress however, no additional information has been received. The patient was encouraged to talk with the physician and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).